Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant stent graft system was implanted in the patient for the endovascular treatment of a ruptured 80mm thoracic aneurysm. The proximal neck diameter measured 45-49 mm. The iliac artery access was severely tortuous. It was reported that, approximately 6.5 years post index procedure, the patient returned for a follow up CT which revealed migration of the stent graft and a type ia endoleak. 6 heli-fx endoanchors were implanted with another manufactures endograft extension which was implanted proximally. However, it was reported that 3 endoanchors did not adequately penetrate the aortic wall due to due to aneurysm diameter of the aortic arch. The type ia endoleak did not resolve and the physician elected to implant another manufacturer plug to occlude the left subclavian artery. The procedure was completed and CT prior to hospital discharge confirmed that the type ia endoleak was resolved. It was noted that the cause of the event is undetermined. No additional clinical sequelae were reported and the patient will be monitored.

Manufacturer narrative:
Additional information was received for this case: per the physician the cause of the type ia endoleak and migration was related to patient condition due to dilatation of the proximal neck and also due to patient¿s mal-compliance ¿ not returning for control-visits over 6 years. If information is provided in the future, a supplemental report will be issued.